Event description:
Cracked or broken adapter bracket.

Manufacturer narrative:
The lab evaluation confirmed a broken adapter bracket. Broken adapter bracket. Ross standard procedure includes attempting to obtain all required info from the source. In this case the following information was not provided.